Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On (B)(6)2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. No investigation was conducted due to the resolution being confirmed on a phone call between the site representative and medtronic technical services (ts). No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site representative reported that, while outside of a procedure, the imaging system showed "stand alone mode" on the pendant. No additional information was provided. The reported issue was resolved by disconnecting and reconnecting the interface (umbilical) cable. There was no patient present when this issue was identified.